Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic and one haptic torn. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for eval. Conclusion: based on the complaint history and the eval of the returned product, a likely root cause of the event has been determined to be due to the injector plunger.

Event description:
The reported stated the surgeon inserted a 17.0 diopter cq2015a collamer aspheric three piece lens and the injector plunger overrode and tore the lens. The incision was enlarged to remove the lens. Another same type lens was implanted with no problem using a new injector. Sutures were not required. The reporter stated the cause of the lens damage was due to the injector plunger, but it was unk if the injector was defective, or if it had been autoclaved too many times.